Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances. This ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances. This ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ra lead was surgically abandoned and replaced due to fracture. No additional adverse patient effects were reported.